Manufacturer narrative:
A device history record review (DHR) could not be conducted since the lot number was not provided. The complaint cannot be confirmed since a product sample was not available to perform a proper investigation and to determine the root cause. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that staples do not close properly. No patient injury. Patient's condition reported as fine.